Event description:
Patient was undergoing transforaminal lumbar interbody fusion at l3-l4 and l4-l5. Upon biomet cage insertion, two containment tabs broke off cage inserter. Removed tabs from patient.